Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ needle slips off leur-lok tip. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the needle tips do not fit properly, and slip off of leur-lok tip. Per email: date of incident (yyyy-mm-dd): (B)(6) 2020. Type of incident/problem: malfunction during use. Level of harm: no effect: did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): no. Incident details: slip tip syringes: needle tips do not fit properly, slip off. Need leur-lok tip. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: recurring.